Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by the patient that they felt as if the therapy was turned off because they were not feeling it and they were not getting therapeutic effect. The patient stated they were not going to the bathroom, so they used their programmer to check their therapy status and adjusted amplitude but after they would pull the programmer away they would stop feeling stimulation sensation and it would feel like the therapy was off again, (even though therapy was still on when the patient would recheck it.) The patient also noted that they have always felt stimulation in their foot but they were no longer. The patient stated they fell down the stairs and fell on the side their interstim was implanted on. Patient services reviewed the option to try different programs. It was recommended that the patient speak with their managing physician regarding their symptoms and fall. The issue was not resolved through troubleshooting and the patient was redirected to their healthcare provider to further address the issue. It was noted the patient had an appointment on the 15th of july.